Event description:
It was reported that the customer has experienced intermittent low blood glucose (bg) values for about three months. It has displayed as 'low' to 69 mg/dl on the continuous glucose monitor (cgm). Cause of low bg was unknown. The customer consumed carbohydrates and a glucose pen to address bg. The customer mentioned that during one of the events, they felt shaky, but no further injury was reported. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.